Event description:
The customer reported that when attempting to take an image the screen would go black. The fse noted the system intermittently failed to show live images. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.